Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they were not functioning as well as they normally do and they wanted to know if stimulation was on. The day of this report was the first time they felt like they were not functioning as well. Using the recharger, the patient verified that the implantable neurostimulator (ins) was turned on. The patient did not have the ability to adjust stimulation. The patient's indication for use is parkinson's dual and movement disorders. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.